Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was swimming and insulin pump started alarming. The customer¿s blood glucose was 306 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture and there is no visible water/fluid in the pump. Customer stated they swim in the pool with the pump thinking pump was waterproof per liaison. Pump alarmed, kept vibrating, screen turned off, and it won't turn back on. Customer declines troubleshoot for high blood sugars. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No audio/beep anomalies, blank display anomalies or red indicator light anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case next to belt clip rail corner, corrosion on force sensor assembly, moisture damage on motor assembly and slight corrosion in battery tube.